Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 22-feb-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 11-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw poor communication on the patient programmer and was unable to communicate with the recharger. The patient last felt stimulation several months ago and last successfully recharged several months ago. The importance of keeping the ins recharged to maintain therapy was reviewed. The patient first noticed the poor communication last night when she went to charge the implant. The patient was redirected to their healthcare provider. The patient further reported she has lost 20 pounds in the last year, so she needs to have the doctor readjust the leads. She just turned the ins off and it has been off for several months. The patient reported that last year she found out that "it was bugging the wrong spot" which is why she thinks she has a "lead problem". The patient reported she needs to be able to connect with her implant so she can have an MRI and says the MRI is not related to her device. The patient was redirected to their healthcare provider. It was reviewed she should consult with the hcp to see if the leads have in fact moved or if just reprogramming is necessary. No further information was provided. No further complications were reported/anticipated.